Event description:
It was reported that during the procedure, the subject stent could not advance in the microcatheter. The subject device was returned for analysis and the device investigation revealed that the subject stent was broken/fractured during use.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the device was received. The reported lot number was confirmed from the packaging label. The stent was received in a deployed condition. The stent delivery wire (sdw) and the introducer sheath were not returned. The stent was broken/fractured at the proximal (closed cell) end of the stent. Deformation was noted to the proximal end of the stent. All 3 marker bands were present on both ends of the stent as. Functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed based on analysis of the device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported the stent could not be advanced in the microcatheter the stent was returned deployed the stent was received in a deployed condition. The stent delivery wire (sdw) and the introducer sheath were not returned. The stent was broken/fractured at the proximal (closed cell) end of the stent. Deformation was noted to the proximal end of the stent. Additional information received from the customer indicated the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. Also, additional information indicated the patient¿s anatomy was moderately tortuous. Based and the information received and analysis of the device it is probable the friction was encountered due to procedural factors during the procedure. The stent may have fractured when trying to retrieve the stent when friction was felt. The as reported event ¿stent difficult / unable to advance or pullback through catheter' as well as the as analyzed event 'stent deformed' and 'stent broken/fractured during use' will be assigned a probable assignable cause of procedural factors as the issue is associated with a product that meets company¿s design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.